Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 33 mg/dl. The customer stated that she had a bad episode last night and she has not been able to upload to carelink. The customer stated that she treated her low blood glucose with food. The customer declined to troubleshoot for low blood glucose.